Event description:
It was reported that a flo-gard infusion pump was smoking. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician visual inspection and alarm log review was performed. During visual inspection the power cord was found to be damaged; this was determined to be the cause of the reported smoke. To correct the condition, the power cord was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.